Event description:
It was reported that for patient 1 the efficacy of the interstim device fell off drastically when a spinal cord stimulation (scs) device was implanted.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).